Event description:
The manufacturer received information from the third-party service center with a customer alleging the device displayed a service required message. During evaluation, the service technician noted the device powered on and off on its own. The device was not reported to be in clinical use at the time of the incident. The service technician observed the pca was burned. Additionally, the device had electrical damage. The blower box, blow, blower out seal, iso port, inlet/outlet seal, and the humidifier water tank were observed to have contamination. The warning label was damaged. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The third-party service center was unable to complete the investigation, and the device was forwarded to the manufacturer's product investigation laboratory for further evaluation. The dreamstation 2 advanced auto CPAP was returned to the product investigation lab (pil) for additional testing. The q3 component of the pca was observed to have thermal damage, and areas of corrosion were observed on the pca, both likely due to liquid ingress to the pca. The issue of liquid ingress to the pca has been previously investigated in a CAPA. The pil additionally reported observing the bottom enclosure screws and ui display screw have a possible corrosion to them, likely due to liquid ingression. An unknown contaminant was observed on the ui display bezel and top enclosure. A dust-like contaminant was observed on the ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. What appeared to be dried liquid spots with potential mineral deposits were observed on the ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, pca, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. Hair like particles were observed on the top enclosure, heater plate spring, and bottom enclosure. Potential burn marks likely due to a thermal event on the pca were observed on the ui display bezel and ui ribbon cable. There was no allegation of serious or permanent harm or injury included.